Event description:
It was reported that the patients spinal cord stimulator (scs) device had stopped working. It was noted that the patients leads had high impedances and a lead fracture was suspected.

Manufacturer narrative:
Exact date unknown, event occurred three years ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(4). Batch: 5019379.

Event description:
It was reported that the patients spinal cord stimulator (scs) device had stopped working. It was noted that the patients leads had high impedances and a lead fracture was suspected. Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted devices will not be returned as they were kept by the medical facility.